Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. It was determined that the device was generally loose. The assignable root cause was due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial-plateau-leveling osteotomy surgical procedure on a canine, it was discovered that the oscillating attachment had severe vibration, which eventually caused the device to unlock. The oscillating attachment device was in use with a small battery drive device. According to the report, the system came completely unscrewed and would not stay locked while in use. According to the reporter when the saw blade device was removed, the device seemed to run smoother. The reporter stated that the small battery drive device had noticeable wear and tear. There were no delays to the surgical procedure. It was reported that a spare device was available for use to complete the surgery. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.